Event description:
It was reported that the patient with this pacemaker system presented to the emergency room (ER) with dizziness. A review of the episodes confirmed atrial noise that correlated to the time of patient symptoms, inappropriate atrial tachy response (atr) and atrial inhibition for no more than 2 seconds were noted. The patient was referred to a cardiologist. This pacemaker remains in service, the non boston scientific right atrial lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.